Event description:
It was reported to MFR that the cyberpager magnet did not initiate the magnet stimulation. Additionally, it was reported that the other cybermagnets available did function properly to initiate the magnet stimulation. There were no cracks in the case or the magnet itself. The treating physician was informed of the possible magnet failure, and the device was reported to be checked and was functioning within normal limits, although this has not been verified with the treating physician. Attempts to obtain add'l info from the treating physician regarding the functionality of the magnet in question have been made, but have been unsuccessful to date. The non-working magnet has not been returned to MFR for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.